Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l4-l5 spinal root decompression. Three weeks later, the patient presented with radiculitis. The investigator noted the event as moderate in intensity. Acute myospasms with radiculitis was treated with physiatry and physical therapy. Repeat MRI showed no recurrence. Symptoms were relieved. The event resolved with treatment in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as continued pain from neurocompression from disc herniation.